Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 10/03/2013 with the following results: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Unable to verify or duplicate reported no delivery. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Black box shows pump was suspended from 6:41pm to 11:58pm on (B)(6) 2013 and from 9:32pm (B)(6) 2013 to 6:35pm on (B)(6) 2013.

Event description:
On (B)(6) 2013, the reporter contacted animas to report that on (B)(6) 2013, the patient was admitted to the hospital with a diagnosis of dka. The patient obtained a blood glucose level of 371 mg/dl and experienced the symptoms of vomiting, nausea, headache, shortness of breath and tested positive for large amounts of ketones. The patient was being treated intravenously with insulin. The patient alleged that the pump was not delivering any insulin bolus doses. The patient claimed no alarms were received and the pump history displayed all bolus doses were given. The issue was not resolved. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump issue occurred and was admitted to the hospital in dka. Therefore, this complaint is being reported.